Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine(5 mg/ml, 4.3807 mg/day), prialt (ziconotide) (0.5 mcg/ml, 0.43807 mcg/day) and morphine (20 mg/ml, 17.563 mg/day) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's pump was empty and the patient went to the clinic with empty reservoir alarm occurring on (B)(6) 2018. The patient had a refill on (B)(6) 2018 during which expected reservoir volume (erv) and actual reservoir volume (arv) were both 6 ml. The hcp was not aware of programming error. The flow rate of the pump was 0.876 ml/day, alarm volume was 2 ml and empty reservoir should occur 22.8 days and it had been 24 days since last refill. It was unknown if the patient had missed a refill. No patient symptom was reported and event date was (B)(6) 2018. No further complication was reported.